Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed carpentier-edwards magna ease surgical tissue valve approximately three years and nine months post-implant. The failure mechanism of the carpentier-edwards valve was due to degeneration including aortic stenosis, trace central aortic regurgitation (ar) and an elevated gradient. It was reported that there was an unspecified malfunction of the surgical tissue valve. No additional adverse patient effects were reported. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).